Manufacturer narrative:
A1-a4: there was no patient involvement no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag had s3 system alert during set up. Related manufacturer reference number: 3003306248-2024-00033 (centrimag console).

Manufacturer narrative:
Section d2b: product code corrected section d4, primary UDI number: corrected section h4 - device manufacture date - corrected manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was confirmed via the log file and via the centrimag motor¿s functional analysis. The log file captured an s3 alarm on (B)(6) 2023 while the system was not in patient use. The alarm remained active throughout the data until the system was shut down. The returned centrimag motor (serial number (B)(6)) was observed to have a cut in its cable, revealing the inner wiring, near the center of the cable upon arrival. Manipulating this area caused the s3 alarm to reproduce during testing, as one of the motor¿s wires and part of its shielding were observed to be damaged underneath this cut. Manipulating this area of the cable also caused the motor to intermittently stop functioning throughout testing due to the damaged wire shorting to the shield. The root cause of the reported event was determined to be mechanical damage on the motor¿s cable; however, the root cause of this damage was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including m2 and s3 alarms, as well as appropriate operator response to these events. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit does not operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The alert failed to clear and per the operating manual, the message was recorded and a representative was contacted.